Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/29/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress mixed with urge incontinence. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to bladder outflow obstructive symptoms after mesh insertion in of (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced overactive bladder, nocturia, and urge incontinence.

Event description:
It was reported that the patient underwent gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.